Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the needle hub cracked during puncture. No further event details are available, the devices were withdrawn.